Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages) was unable to be duplicated. Upon investigation the electrode belt was unable to communicate with the monitor. The cause for the failure was isolated to contamination on the distribution node (dn) pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective electrode belt.

Event description:
During an investigation into a unrelated issue, a device malfunction was found. Electrode belt (B)(4) was unable to communicate with a test monitor.